Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the patient presented to the hospital emergently with limb thrombosis and a cold leg on an unknown date, and an axillo-femoral bypass was performed. The cause and location of the limb thrombosis is unknown. No additional clinical sequelae were reported and the patient is reported to be fine.